Manufacturer narrative:
Date received by manufacturer: 04dec2019. Date of report: 05dec2019. The device was evaluated by the field service engineer and the reported issue was confirmed. The field service engineer disassembled the device and performed dust removal along with maintenance. The issue has been resolved and the device now functions as intended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6). Date of report: 29aug2019.

Event description:
The customer reported a noisy ventilator. The device was in clinical use at the time the issue was discovered. There was no patient or user harm reported.